Manufacturer narrative:
Type of investigation codes have been changed to reflect the falsified results outcome.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00546 test 1 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false result not specified. No information about follow up testing was provided. Report 2 of 2.